Manufacturer narrative:
On 1/2/2020, it was reported to mentor that the affected side was the left side. The replacement devices were mentor smooth round moderate profile 275cc. On 1/17/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/16/2020, the mentor failure analysis lab has received the device for evaluation. On 4/28/2020, during visual evaluation, an anomaly was observed on the device consistent with a crease/fold in the posterior view. A tear was also observed within the crease/fold, measuring 0.3 cm and an area of missing material was noted in the posterior view, measuring approximately 2.4 cm x 2.7 cm. Regarding to the area of missing material the microscopic examination was performed of the edges of the area and revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Note: patient's date of birth is 1979 year , the exact day and month are unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a mentor smooth round moderate profile 275cc and experienced deflation on the breast implant. The side is unknown. As a result, the patient had undergone removal and replacement with unknown breast implant on (B)(6) 2019.